Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a rca lesion with moderate calcification, 90% stenosis and low degree tortuosity. Device was inspected with no issues noted. Lesion was pre-dilated. Resistance was noted while advancing the device, no excessive force was used. It was reported that the device failed to cross and was damaged. The device was replaced with another resolute. No patient injury reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.